Event description:
Event description guidant received information that this pacemaker had a good battery at the last check in november of 2005. Recently the patient visited the hospital due to feeling bad. As no pacing was confirmed, a temporary lead was positioned since the patient's intrinsic pulse was low. The device could not be interrogated and did not react to a magnet. The device was explanted and returned for analysis.